Event description:
It was reported that patient underwent a procedure utilizing a suture passer on an unknown date. During the procedure, the suture passer would not hold the suture. There was no injury to the patient or delay to the procedure as a result. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. Date of event - unknown.